Event description:
Boston scientific received information that one day post device implant, the patient with this device experienced dizziness and shortness of breath. In addition, there was stimulation and itching at the pocket site. The patient contacted technical services. It was recommended the patient contact their physician. A follow up visit revealed this left ventricular lead was dislodged. This device was reprogrammed. A lead revision procedure will be performed in the near future.

Manufacturer narrative:
Should additional information become available, this event will be updated.